Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for lead revision procedure. Upon interrogation, it was revealed that the right atrial lead exhibited high capture threshold. The right atrial lead was explanted and replaced. The patient was stable post procedure.